Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, product type: programmer, physician. Product ID neu_recharger_acc, product type: recharger. (B)(4).

Event description:
The patient reported unable to charge since (B)(6) 2015. There was poor telemetry or no telemetry with recharging. During the report best recharging practices were reviewed with the patient and then the patient attempted a recharge session; the reposition antenna screen displayed. The patient was not able to get beyond the reposition antenna screen on the recharger and poor communication screen on the patient programmer (pp). No implantable neurostimulator (ins) pocket issues were reported. No symptoms reported. The patient contacted their health care provider (hcp) office but they were closed. The patient will contact a different hcp for assistance in contacting a company representative (rep). Follow up was done with the rep but no further information was reported. If additional information is received, a follow up report will be sent.